Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
All buttons functioned properly. However, insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm during bolus. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 243 mg/dl.